Event description:
Additional information received reported the patient¿s swelling had resolved. It was noted the patient¿s implantable neurostimulator (ins) was positioned fine for the patient to receive therapeutic effect. It was further noted the patient was reprogrammed. The reporter stated they had not heard from the patient since the last visit.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(4) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient had a loss of therapeutic effect. The reporter stated that their therapy had not been working like it was at first for the past three weeks. The reporter further stated they were advised to set up an appointment for after the swelling went down. It was noted the implantable neurostimulator (ins) settled lower than it was because of the fluids and swelling. It was further noted the patient was told by their healthcare professional to schedule an appointment with a manufacturing representative directly through the manufacturer. It was noted the patient wanted help with reprogramming. Additional information received reported the patient received assistance from a manufacturing representative and their concerns were resolved. It was noted the patient had an appointment on 2014-04-23. Additional information was requested, but was not available as of the date of this report.